Manufacturer narrative:
Product analysis: at analysis it was determined that the sensitivity encoder was broken off the upper case, the sensitivity knob was missing, the incoming test performed on the automated test system failed on all atrial measurements (unreliable connection between the blue wire and the connector) and that the hanger was worn (it was hard to open). The unit was cleaned and inspected, the output connector assembly, upper case and sensitivity knob were replaced. The device was then tested and calibrated on the automated test system and passed. Medtronic is submitting this report to comply with FDA reporting if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was dropped and the potentiometer was broken off. The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working properly. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.